Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it is not working. Until today she is not felt anything. She is going to bathroom on herself again. Before she could change the numbers on it but now it won't work. Patient said the issue started a couple weeks ago. Patient can't control her bladder. Patient called her doctor and they told her to call medtronic. Agent did not ask about the circumstances that led to the reported issue. The patients current settings are 0.7 volts at program 4. When she turns it up it hurts. Feels like a shock of it. Today she is hurting more and she don't know why because she hadn't been hurting before. She switched to program 3 at .3 volts. She is going to stay on this setting. Told her to monitor her symptoms for a couple days and see if the symptoms improve. The patient's relevant medical history included patient has had several uti's since got the implant.